Event description:
In 2009, correspondence was received from the patient reporting that she had been experiencing e4 (occlusion) errors while using her current box of infusion sets. She stated that she changed the infusion set 3 times in one day due to errors and she also changed the insulin cartridge. She stated that she has no issues when she uses infusion sets from another box. Upon follow up with the patient eight days later, she stated that she experienced elevated blood glucose of 200-300 mg/dl the month prior. Her normal blood glucose level is 70-150 mg/dl. She stated that she changed the infusion set and bolused to lowe her blood glucose. She believes the specific lot of infusion sets she was using caused elevated blood glucose and e4 errors. She stated that she would change "everything" and 2 hours later another e4 would be displayed. She switched to her backup infusion device and the errors continued. She stated that she changes her infusion site every 4-5 days and her infusion tubing every other site change. The adapter had been in use for approximately one year. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. Replacement infusion sets were sent to the patient. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.